Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter attached to the forceps elevator, in the connecting tube could not be identified and a definitive root cause of the issues could not be determined, however, it is likely that the foreign material could not be removed due to physical damage of the device. Additionally, the foreign matter clogging the balloon/water tube and not allowing the cleaning brush to be inserted smoothly, could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation revealed the following findings: forceps elevator had foreign material; due to missing electrical-connector guide pin, water tightness was loss; connecting tube had foreign material; due to deformation of nozzle, water removal ability did not meet the standard value; fe knob was dirty; scope-cover had a dent; connecting tube had discoloration; due to wear of angle wire, bending angle in upward direction did not meet the standard value; universal cord had discoloration; due to damage on k-wire, forceps raising angle did not meet the standard value; control unit was dirty; right/left knob was dirty; connecting tube had coating peeling; up/down knob was dirty; control unit had a scratch; due to wear of angle wire, bending angle in downward direction did not meet the standard value; due to clogging of balloon water-tube, balloon channel cleaning brush could not inserted smoothly; acoustic lens had a scratch; adhesive on bending section cover was detached; image guide protector had a cut; bending section cover had discoloration; connecting tube had foreign objects; distal end had a scratch; and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine incoming inspection of the device by olympus pae engineer, the following findings were revealed: the forceps elevator had foreign material, the balloon water tube was clogged, and foreign material was found within the connecting tube. There was no patient involvement and no reports of patient harm or impact associated with this event.